Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid-crystal display (lcd) was not working properly, and the screen was distorted. It was reported that there was no patient involvement at the time the issue was discovered. The remote servicer engineer (rse) confirmed that the lcd was not working properly, and the screen was distorted. The customer replaced the lcd, but the issue remained. The customer then requested part numbers for the complete display assembly and individual lcd upgrade parts for repair.

Manufacturer narrative:
H10: the customer requested a follow-up to return with additional repair parts. A field service engineer (fse) was dispatched onsite and confirmed and duplicated the reported issue upon arrival. The fse stated that the liquid-crystal display (lcd) was of the hydis brand and needed to be upgraded. Although the rse e-mailed the part numbers for the complete display assembly and individual lcd upgrade parts, the fse ultimately replaced the user interface (ui) display cables and ui display board to resolve the reported issue. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The suspect liquid-crystal display (lcd) was ultimately sent to the product investigation lab (pil), and the lcd evaluation resulted in a no problem found. The pil technician verified the following with the use of the suspect lcd: the graphics were crisp and clear in diagnostics mode and functional mode. The backlights were bright, resulting in an easy to read and use functional display. The brightness control was easily accessible and operated as designed. The ventilator standard test bed (stb) powered down with the use of the lcd touchscreen button and accept button on the front panel. While using the pil stb touchscreen in conjunction with the suspect lcd, the pil technician found that both the suspect lcd and touchscreen functioned as designed. The screen lock function on the lcd operated as designed on the lcd. With the suspect lcd installed on the pil stb, the stb operated without any issues or error codes.